Event description:
The original report stated that the knife blade came out and the jaw would not open. There was no patient injury. Visual examination of returned part, discovered the knife was protruding beyond the jaw which has the potential to cause injury.

Manufacturer narrative:
(B) (4). (B) (4). Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also sates to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise the cutter may not securely stay within the guiding track of the jaws.